Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been no other similar events for the lot referenced. The following devices were also listed in this report: 1. V40 cocr lfit head 36mm/-5; cat# 6260-9-036; lot# k6mmae. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision hip surgery was reported.

Event description:
Revision hip surgery was reported.

Manufacturer narrative:
An event regarding wear surgery involving an accolade stem was reported. The event confirmed based on images of the explanted stem. Method & results: -device evaluation and results: visual analysis: some device photos were provided. The photos show evidence of damage to the neck of the stem and some evidence of biological material on the stem -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the return of the device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or the device becomes available this investigation will be reopened.